Event description:
It was reported that pump will not turn on and just beeps. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found unit powers on without any display and continuous beep. The primary problem was duplicated due to faulty main board. The main board and the lens were replaced. The device then passed all functional tests.